Event description:
Additional information was received from a healthcare provider who reported that the patient did not live at the same location full time and was supposed to have another provider at the other location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported that the pump had run out, and the patient was not doing well physically. They were unsure what to do with the device and asked whether it needed to be refilled or if the pump should be disconnected. The caller stated that the pump only worked during the first few weeks and believed there was nothing wrong with the device itself, but that it had been inserted in the wrong location. The caller mentioned that the patient was experiencing back pain and that the pump was placed on the patient's buttocks, causing it to receive too much pressure because the patient was constantly lying on it. The agent reviewed the information and redirected the caller to the healthcare provider for further assistance. The caller stated that the patient was in a different state and the agent offered to email a list of physicians to the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.